Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump stopped displaying glucose readings while the user continued to receive readings on the dexcom g7 continuous glucose monitor (cgm) app, indicating a communication disruption between the pump and the cgm; the sensor paired after standard troubleshooting. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included remote troubleshooting and device restart with sensor re-pairing guidance. Investigation of this case revealed a temporary signal loss between the cgm and the ilet with successful restoration after restart and re-pairing, consistent with transient connectivity interruption and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue likely related to device-to-sensor pairing that resolved with standard troubleshooting.